Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited a signal artifact monitoring (sam) episode due to noise and oversensing consistent with respiratory rate trend (rrt) signal oversensing. The ra impedance measurements were noted to be intermittently high but not out of range. Inappropriate atrial tachy response (atr) episodes were also noted due to the noise. Technical services (ts) discussed programming options. The device system remains in service. No adverse patient effects were reported. Additional information was received which reported that the patient with this ICD and ra lead presented to their clinic for follow up. Atrial noise and oversensing were again discussed. The ra impedance measurements were now out of range. No adverse patient effects were reported. The device system remains in service.